Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2433 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported during the jejunostomy procedure, according to the surgeon's report, when inserting the PICC catheter, 3 microholes were observed at the proximal end of the catheter.

Event description:
It was reported during the jejunostomy procedure, according to the surgeon's report, when inserting the PICC catheter, 3 microholes were observed at the proximal end of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 3 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. A t-lock was returned on the hub of the catheter, and no stylet was returned within the t-lock or catheter. The returned sample was flushed with a 12 ml syringe of water and spraying leaks were observed in the catheter just distal to the strain relief and between the 0 cm and 1 cm depth markers. A microscopic observation revealed three relatively large splits in the catheter tubing at the location of the leaks. These splits were observed to be slightly curved with rough edges. The split at the distal end of the strain relief was observed to be larger than the other two splits and a consistent striated pattern was observed on the surfaces of this split. Abrasive damage was observed on the inner wall of the catheter at the corners of the largest split and the split was observed to be longer on the interior side of the split than the exterior, indicating the damage originated from the interior of the catheter. The shape, texture, and location of the split as well as the abrasive damage observed on the interior of the catheter tubing indicate the catheter was likely damaged due to excessive friction from the internal stiffening stylet. As a note, the stylet must be properly hydrated prior to movement or manipulation of the stylet within the catheter. H3 other text : evaluation findings are in section h.11.